Event description:
The implant failed due to an osseointegration problem. The initial report does not have the correct event type documented, the correct event type, injury, is provided in this follow up report

Manufacturer narrative:
The initial report does not have the correct event type documented, thecorrect event type, injury, is provided in this follow up report

Event description:
The implant malfunctioned due to it deforming during placement. The malfunction did not cause or contribute to a death or serious injury.